Manufacturer narrative:
The customer complaint that a pump module device alarmed for error code 243.4070 was confirmed and replicated during the investigation. Error log analysis noted that the pump module had also experienced multiple 243.4070 channel errors. Troubleshooting of the customer¿s returned pump module logic board determined that q11 fet (ail supply) had a cold solder joint. The cold solder joint was repaired and a test infusion was programmed and infused without alarms or malfunctions. The logic board will be replaced during the service process. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4).

Event description:
The customer reported an error code 243.4070 when the user was installing the tubing. It was reported by the customer that the device had a similar error code issue the "last time" when the device was return for the service depot. Although requested there are no further details provided.